Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h6 visual examination of the provided pictures identified the flexible drill shaft has fractured at the tip at the junction between the shaft and drill bit with the internal spring exposed. The complaint is confirmed based on the evaluation of the provided image. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the flexible drill shaft fractured. No known impact or consequence to the patient. It was reported that no further information is available.